Manufacturer narrative:
The device was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlxau mlx 300 xenon lightsource w/(B)(6) power cor had a smoking smell. This was noted on (B)(6) 2020. No patient information or surgery delay was provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record (DHR) - record showed no abnormalities related to the reported issue. The returned 00mlxau light source is in used condition, with no defect identified during evaluation. The reported issue could not be duplicated. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified.